Event description:
It was reported that pump displayed recurring cartridge alarms and issue had been ongoing for several months. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate method of insulin delivery if needed while tandem technical support arranged replacement pump under warranty, provided storage mode and return instructions, confirmed shipping details, and advised customer to program pump settings and reconnect continuous glucose monitor to replacement pump.